Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that he was hospitalized with high blood glucose in the 400 to 500 mg/dl and diabetic ketoacidosis. The customer was reportedly sick prior to this event and was admitted for three days. The customer was informed to contact the helpline for assistance with troubleshooting.